Event description:
A customer reported experiencing a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Despite following troubleshooting steps, the customer was unable to successfully load a cartridge onto the pump, leading to a decision to replace the device. The customer was advised to use multiple daily injections as a backup insulin therapy while waiting for a new pump, which would include updated software. The customer was informed about storage and shipping procedures for the faulty device and acknowledged future training opportunities. Replacement cartridges were also requested and arranged for dispatch.